Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer experienced a blood glucose (bg) level in the 300 mg/dl range and small to moderate ketones considered dangerous by healthcare provider. Reportedly, the customer uses admelog insulin within the cartridge. Manual injections were administered to address bg/ketones. Customer primed the tubing to address the air bubbles.